Manufacturer narrative:
The field service engineer found the cuvettes were overflowing due to a vacuum issue. He adjusted the sample probe, fixed the cuvette washing height, and raised the gear pump head pressure. After service, no further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 6000 c501 module. The initial calcium result was reported outside the laboratory. The patient's doctor complained about the reported result and the customer performed repeat testing with the sample. The patient's initial calcium result was 0.60 mmol/l. The patient's repeat result was 60.41 mmol/l. The calcium reagent lot number and expiration date were requested but not provided.